Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10 - pelvis open posterior fusion with transforaminal lumbar interbody fusion (tlif) spinal therapy for spinal stenosis. It was reported that the surgeon need to advance depth of screw. Patient had hard bone and it was difficult to advance depth of screw. Driver tip ended up sheering off. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for product#5584111; lot# k24a1225 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are da maged, and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.